Manufacturer narrative:
The device was received by resmed for evaluation. The evaluation confirmed the touchscreen display was inoperable due to physical damage of the screen. The display was replaced to address this issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device display screen was inoperable. There was no patient harm or injury reported as a result of this incident.